Event description:
It was reported that during a device follow-up visit on (B)(6) 2015, it was discovered that a pillar palatal implant extruded p ostoperatively. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation¿as it was discarded by the facility. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.